Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Unable to perform displacement test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board, insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 63mg/dl at the time of the incident. It was reported that the customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The customer wanted the insulin pump replaced and was advised to discontinue use and revert to back up plan per healthcare professional's instruction. The insulin pump will be returned for analysis.